Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The wire guide returned reinserted into the racetrack. There is wire guide coating damage near the distal end. A section of the coating has split exposing the core wire approximately 27.0cm to 27.8cm from the distal end. No portion of the coating appears to be missing. No other anomalies were detected. A lab meeting was held with manufacturing engineering and production leadership on 10/06/2023 and photos were exchanged. A visual inspection of the coating damage confirmed evidence of a scoring defect. This is the most likely cause for the coating damage. The device history record for the lot number said to be involved was reviewed. The same manufacturing nonconformances identified during the device evaluation was identified during the device history record review. Based on the review it is possible nonconforming product was released into distribution. A field action assessment was completed to determine if field action is required. In addition, production was notified in an effort to heighten their awareness. Investigation conclusion: our evaluation of the returned device confirmed the report. The coating at the distal end was damaged in manufacturing during the scoring process. This occurred due to operator error. Production management and the department team leads were notified of this occurrence. Additionally, a notification of operator related complaint form was provided to production management to make them aware of an operator related complaint. Retraining of the operator was completed to address this occurrence. A corrective action (CAPA) was initiated to investigate device failure related to coating damage cause by the scoring fixture. This device is within the scope of the CAPA. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
The investigation is on-going due to receiving the device for evaluation at the time of report submission. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic procedure, the physician used a cook acrobat calibrated tip wire guide. It was reported that during an endoscopic duodenotomy for stone removal at common bile duct, the physician detected that the coating of the wire guide split during use. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.